Event description:
It was reported that the inner package leaked. Found this issue before surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d5, e1, e4, g4, g5, h2, h7, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 2389 products biomet bone cement 2x40g, reference (B)(4), lot number a605da19040 were manufactured on 25 july 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 6 complaints (including the current complaint) on the issue has been recorded for biomet bone cement 2x40g, reference (B)(4), lot number a605da19040 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 2389 products biomet bone cement 2x40g, reference: 3035890022, lot number a605da1904 were manufactured on 25 july 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. Found this issue before surgery.